Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that screwdriver tip was broken.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- it was reported that screw driver tip was broken. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the fork section of the quickset tprd hex scdr u-joint was broken, the broken fragment was returned for evaluation. No other anomalies were noted. The observed condition can be attributed to the fatigue consistent with repeated misuse while using the swivel beyond the range of motion. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional evaluation was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the quickset tprd hex scdr u-joint would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.